Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, device was not communicating and was operating in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 18-OCT-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device of this incident, it was determined that the device was not listed under attention notices. A Technical Support Specialist (TSS) performed remote troubleshooting by logging into device and reviewing the data synchronized and med station logs, confirming that no errors were present. TSS also logged into the server and verified that the device synchronization status was current and aligned with the server time. Further review in health sight viewer (HSV) confirmed that the device was not listed under attention notices and that only the discrepancies icon was displayed on the med station. The customer subsequently confirmed via email that the issue had been resolved. The system functioned as intended after the Technical Support Specialist investgated the device.